Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) assessed all system connections. No connections were found to be loose or defective. The system was rebooted and the unit was observed. Temperature remained consistent and within acceptable operating specifications. Instrument was verified by fse as performing to published performance specification. A definitive root cause for this event has not been determined to date.

Event description:
Customer reported receiving intermittent "temperature outside limits" errors for the wash carousel on a access 2 immunoassay system. Event log warnings notified customer that the wash carousel was exceeding temperature specifications. System was in "running" mode. No erroneous results were reported outside the laboratory and hence there was no death, injury or modification to patient treatment associated or attributed to this event. Customer did not report any quality control or system check failures during this timeframe.